Event description:
The stryker rep reported they were supporting a case where the surgeon was using the universal rod and reduction. The surgeon applied a lot of force through a hammer which caused the device to break. The spoon part of the instruments broke away from the rod, leaving it in the femoral canal. The spoon was retrieved by opening the femur at the fracture site, and the rep reported that this would of had to be carried out to reduce the fracture anyway. Slight delay, no more than 5 minutes.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by rough handling. The device inspection revealed the following: the returned device shows traces of a high frequently usage. The thread of the universal rod was found completely broken off. It broke at the last windings. The breakage surfaces show a smooth structure. Plastic deformation along the breakage surfaces is not found. Furthermore, hammer signs were found on the handle surface. The broken off part was returned as well and was found to be stuck in the counterpart, which was returned as well. The breakage surfaces show the typically structure of a brittle fracture, which is supported by the event description ¿the surgeon applied a lot of force through a hammer which caused the device to break.¿ referring to the very long period since manufacturing [manufactured in 2004] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker rep reported they were supporting a case where the surgeon was using the universal rod and reduction. The surgeon applied a lot of force through a hammer which caused the device to break. The spoon part of the instruments broke away from the rod, leaving it in the femoral canal. The spoon was retrieved by opening the femur at the fracture site, and the rep reported that this would of had to be carried out to reduce the fracture anyway. Slight delay, no more than 5 minutes.